Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first proximal strut was lifted and pulled in a distal direction. All other struts were undamaged; no signs of stretching or lifting of the stent struts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the catheter shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-october-2016. It was reported that crossing difficulties were encountered. The 80% stenosed and heavily angulated target lesion was located in the severely tortuous and mildly calcified left circumflex artery (lcx). After pre-dilation was performed using a 2.0x10mm non-bsc balloon catheter, a 2.50x16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was not completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a proximal stent damage.